Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged respiratory discomfort. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on sep 08, 2023, and section h11 should be reported as: the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged respiratory discomfort/throat tingling (evening and night) and coughing fits at the time of putting CPAP for approximately 1 year. There was no report of patient harm or injury. The device was returned to the third-party service center for further evaluation. The device was evaluated. There were no secondary findings observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found. The third-party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Device was scrapped. Sections d8, d9, h2, h3 and h6 has been updated in this report.